Event description:
Boston scientific received info that the pt with a subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving a shock while running for the bus. Interrogation of the device found that the pt had bundle branch block which resulted in t-wave oversensing that led to the inappropriate shock. No adverse pt effects were reported. Testing was planned to help optimize the therapy for this pt and prevent the oversensing from recurring. A follow up was then performed. While the device was being interrogated, the pt experienced a ventricular fibrillation (vf) after feeling chest pains. The s-ICD did not delivery any shock therapy and external defibrillation was administered to convert the arrhythmia. The physician claimed that the device was not working and a replacement procedure has been scheduled to implant a transvenous system. No additional adverse patient effects were reported. A memory downloaded was performed and sent to boston scientific technical service (ts) for evaluation. The episode recorded during the follow up where therapy was not provided was reviewed. It was noted during this interrogation, a 65 joule induction test was selected and an evaluated heart rate was observed following the induction command. The induction features was then exited by the user. The fast heart rate was detected appropriately by the device and the device started to charge. The programmer then displayed the "charge abort" dialog in response to the charging and the user then selected the "abort" option which resulted in the permanent programming of the device therapy to off. The fast heart rate continued; however, the device stopped charging after five seconds since autotherapy was commanded to off. Two hours later, the device was reprogrammed to autotherapy on. The device was functioning as programmed.

Manufacturer narrative:
A site visit was conducted by a company representative to discuss the situation and the device function as a result of the intended reprogramming. As a result, the physician decided to leave the s-ICD system implanted in service. Testing will be conducted to optimize therapy for the pt in relation to the oversensing that was observed previously. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.